Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a patient returned from an MRI, the arctic sun device displayed a line open alarm and the device would turn off. The flow rate showed priming prior to the device turning off. The patient was at the target of 98.6f with a water temperature of 48f. The event log revealed multiple 01 and 02 alerts. The nurse disconnected and reconnected the pads, holding only the blue tubing and listened for an audible click. She tried to restart the device. It started to prime and then turned off. She checked the pads for damage and was unable to see any damage. She then emptied and disconnected the pads. She then put the device in manual control with the water temperature set to 48f. She checked the system diagnostics with only the fluid delivery line attached. The pump hours were at 1404.9, flow rate was 1.8c, inlet pressure was -7, and the circulation pump was at 50%. She removed the fluid delivery line and put her thumb over the left port and she could feel strong suction. She then attached each pad sequentially checking for flow rate, inlet pressure and circulation pump. She also changed to different valve sets as needed. The left thigh pad's flow rate was 2.1l/min, inlet pressure was -5 and circulation pump was 100%. The left chest pad's flow rate was 1.3l/min, inlet pressure was -9 and the circulation pump was at 41%; however, the flow rate dropped to -.7. The right chest pad's flow rate was 0.8l/min, inlet pressure was -1.3 and dropped to - .9 and the circulation pump was at 28%. The right thigh pad's flow rate was .5 l/min, inlet pressure was -0.9 and the circulation pump was 100 %. At that point, the pads were swapped for a new set of medium pads and therapy was completed without further issues.

Manufacturer narrative:
Received 1 used arcticgel pad kit. The visual inspection noted that the energy connector of the left thigh pad was damaged; however, the rest of the pads showed no irregularities and no obvious defects. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: right chest pad: a total of 5.73 l/min m2 of flow rate was registered during the test. Left chest pad: a total of 5.09 l/min m2 of flow rate was registered during the test. Right thigh pad: a total of 5.09 l/min m2 of flow rate was registered during the test. Left thigh pad: the flow was never stabilized due to the energy connector was damage causing air leakage. According the test method, the flow rate of the left thigh pad was never stabilized because the energy connector was damaged causing air leakage. The reported event was confirmed with an unknown cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the patient returned from a MRI, the arctic sun device displayed a line open alarm, and the device would abruptly turn off. The flow rate showed priming prior to the device turning off. The patient's temperature was the target 98.6°f, with a water temperature of 48°f. The event log revealed multiple 01 and 02 alerts. The nurse disconnected and reconnected the pads, holding only the blue tubing and listened for an audible click. She tried to restart the device; however, it began to prime, and then turned off. She checked the pads for damage and was unable to see any damage. She then emptied and disconnected the pads, and placed the device in manual control, with the water temperature set to 48°f. She checked the system diagnostics with only the fluid delivery line attached. The pump hours were at 1404.9, the flow rate was 1.8°c, the inlet pressure was -7, and the circulation pump was at 50%. She removed the fluid delivery line and put her thumb over the left port, and she could feel strong suction. She then attached each pad sequentially checking for flow rate, inlet pressure and circulation pump. She also changed to different valve sets as needed. The left thigh pad's flow rate was 2.1l/min, inlet pressure was -5 and circulation pump was 100%. The left chest pad's flow rate was1.3l/min, inlet pressure was -9 and the circulation pump was at 41%; however, the flow rate dropped to -.7. The right chest pad's flow rate was 0.8l/min, inlet pressure was -1.3 and dropped to - .9 and the circulation pump was at 28%. The right thigh pad's flow rate was .5 l/min, inlet pressure was -0.9 and the circulation pump was 100 %. Subsequently, the pads were replaced with a new set of medium pads, and therapy was completed without further issues.